Event description:
During baxter's functionality testing of a spectrum pump, the device displayed system error 105. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was observed at power up. System error 105 was confirmed and caused by severed motor mount screws. The failed motor assembly and screws were replaced.